Event description:
It was reported that the patient had a severe foreign body sensation, which affected the use of the inflatable penile prosthesis (ipp). The patient was scheduled for a repair surgery. There were no patient complications reported.

Event description:
It was reported that during intercourse the patient felt a severe foreign body sensation, against the perineum, the cylinders were too long, uncomfortable and affected the quality of sex. The patient was scheduled for a repair surgery of his inflatable penile prosthesis (ipp). There were no patient complications reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.